Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec observed that the cable which connects the metering valve to the control board was not properly plugged in, resulting in the low fio2 readings. Ventec ensured that the cable connecting the metering valve to the control board was properly seated to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was that the cable that connects the metering valve to the control board had become unplugged.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.